Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after introduction of the mapping catheter and balloon catheter into the shea th, aspiration was performed and air bubbles were observed in the shaft of the sheath all the way to the valve of the sheath. The case was aborted. No patient complications have been reported as a result of this event.